Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID hh90t01 lot# serial# (B)(6) nae implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving clonidine and dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that ¿somehow, the pump hasn't been picking up the communicator.¿ the patient stated they have been seeing ¿no device found¿ on their handset. When the agent inquired about the event, date, the patient stated, ¿it's been going on, I'll wait, but it won't come on,¿ but then stated, ¿on and off, this is a newer phone thing, but it's like off and on, but I can't get it do anything.¿ when agent asked the event date again, the patient stated, ¿I don't know, maybe about a month.¿ the patient confirmed they had not had any falls or trauma, but mentioned they had ¿sciatica going on real bad and that's about it.¿ the patient confirmed the equipment was charged before calling in and they did not see an orange communicator indicator light during call. The agent assisted the patient in connecting to their pump, but the patient saw ¿communication was canceled,¿ on the screen and tapped ¿resync¿ but then saw ¿no device found.¿ the agent assisted the patient in resetting bluetooth and location, resetting communicator, and restarting the myptm app, but that did not resolve the patient seeing ¿no pump found.¿ it was noted that the patient was laying back but tried connecting standing up and that did not resolve the issue. It was also noted that the patient was connecting through a thin shirt but stated, ¿typically they rub the communicator against their skin and move the communicator around and then it will turn sideways, and it starts a circle (on handset screen).¿ the patient confirmed the communicator had not been wet/dropped, and it was not plugged into a power source. The patient was able to connect to the pump while on the call but reported seeing ¿communication was cancelled.¿ while the agent was reviewing considerations the patient mentioned the communicator ¿came on by itself and they saw 'switch communicator' but continued to see 'no device found' after tapping on switch communicator 3 times on their own.¿ the agent reviewed considerations and redirected the patient to their healthcare provider if the issue persisted after receiving a communicator replacement. A replacement communicator was requested from the repair department because the agent was unable to resolve the ¿no pump found¿ and ¿no device found¿ for the patient on the call. No patient injury reported. Additional information was received a consumer (con) who indicated that they need assistance with pairing the communicator with the personal therapy manager (ptm). The patient was able to connect to the pump and get a bolus. The patient mentioned that it seemed to sit at 90% for a long time. The patient services (pss) reviewed the communication process between the devices.